Event description:
During cardiomems implant, while advancing the cmems delivery catheter, wire position was lost and cardiomems delivery system was backed out through the sheath and out of the body. Once examined outside the body, the delivery system wires had loosened and the catheter was slightly bent ¿ physician did not want to re-introduce this device into the body so a new delivery catheter/sensor was opened. V18 guidewire was re-introduced down the target vessel and cardiomems was deployed over the v18 wire. At this time the patient began coughing blood and hemoptysis was suspected. Physician noted that patient remained hemodynamically stable. Swan was quickly replaced and wedged. Pa gram did not reveal obvious bleeding. Physician commented that likely source of hemoptysis was distal guidewire position in small branch of pulmonary artery. Patient was given platelets and brought into interventional radiology to examine source of bleeding. Additional pa angiograms were performed without identifying any clear source of bleeding. At this time, hemoptysis resolved on its own and patient was transferred to ICU for monitoring. Cardiomems sensor was calibrated, and readings performed on hs and pes. Patient status is stable.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis, these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.